Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.. A visual inspection of the returned product noted: the circular seals were cut. The trocars, cannulas and duckbill seals appeared intact. Only one obturator was received. A functional evaluation found that the devices passed an air leak test. An ethicon device and a stryker device were used to test for resistance by inserting and removing into the cannula. No resistance was noted. The cannula tip was checked with a .233 pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first entry and throughout the case in a laparoscopic assisted vaginal hysteretomy procedure, the doctor told that the device is increasingly difficult to enter into the patient. Doctor also has issues with the trocar tip catching on the seals upon removal, sometimes pulling the cannula out of the patient. The additional problem is that the device sticking in the cannula and not smoothly sliding in and out. In addition, the seals seem to grab the instrument shaft and when tried to slowly move it in or out that it does not move, but instead requires additional force and then surges all at once, making precise movements difficult. Doctor describes that the cannula almost seems beveled, or tapered on the inside. That it is causing the instruments to catch when trying to subtly advance through the cannula, which then causes the instrument to ¿jump¿ and advance too far. If you insert the instrument quickly through the trocar, it moves more freely, but when doing fine, slow, intricate work it sticks. Another trocar was opened. There was no patient injury.